Event description:
It was reported that a device was explanted due to infection. It was also noted that the explant was performed by a different physician because the implanting physician is no longer practicing in this area. There was no further information was available.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.